Manufacturer narrative:
This report was deemed duplicate to MFR # 2916596-2021-00464. Please refer to MFR # 2916596-2021-00464 for the manufacture's investigation conclusion.

Event description:
Additional information clarified that the only controller change out was done on (B)(6) 2021. Small puncture marks were found.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was damaged by the patient's kitten. A controller exchange was required.